Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level were 368 mg/dl, 136 mg/dl and 518 mg/dl. The customer was treated with pump. It was reported that they had a bent cannula and insulin was not delivering. It was reported that they changed set and took the blue guard off the cannula came out and it was broken. The insulin pump will not be returned for analysis.